Manufacturer narrative:
No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected, and no signs of leakage were observed. Corrosion was found on the printed circuit board (pcb) and rails mechanism. The batteries were found to be depleted, and the device was downloaded with help of the power supply. Inspection of the download data did not show a increase in pulse width or low voltage detection alarm, it was concluded that the battery depleted after the run. A leak test was performed but no leaks were found. No damage was found to the housing or housing vent. The exact cause and timing of the corrosion could not be determined. The corrosion was found to be the cause of the depleted batteries but the did not contributed toward the reported symptom code. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 320 mg/dl. The pod was leaking insulin while worn between 37 and 48 hours on the infusion site (back). As treatment, a new pod was placed.